Event description:
A customer reported their x8-2t transducer had a fracture on the material of the sheath near the handpiece. This probe is associated with the epiq 7c ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. A philips service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.